Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are not able to charge the implanted neurostimulator since thursday. Patient stated they are getting a message to call medtronic with code d025 or d05. Patient stated they had reprogramming done a year ago. Patient service confirmed the controller is 100% charged and implant is 50% charged. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger but the paddle got hot a couple months ago. Patient started charging the implant and ins is recharging and patient said its working normal now. The issue was not resolved. A request was sent to the repair department to replace the recharging antenna device. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the 97755 recharger (serial # (B)(6)) revealed that white arrow rubbing off. Found no issues with rtm finding ins. Record the two values the number high (100) the number low (100) passed all bench tests. No anomalies were visually observed and complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.